Event description:
This is a report from baxter (B)(6) of a colleague infusion pump with a failure code 810:15. The reported condition occurred during set-up. The user turned the pump off and it did not continue. There was no patient involvement, injury, or medical intervention. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 810:15 was confirmed and duplicated during product evaluation. The root cause was assigned to moisture on the tubing. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8:11:00.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. This device is distributed outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. (B)(4).